Event description:
Add info received. ¿ did all the syringes that showed the deviation belong to the same batch (2139735)? Yes ¿ how many incidents were there for this deviation? Is it possible to inform the number of syringes that showed the deviation? I don't know for sure, I believe it's around 30 ¿ regarding the 3 syringes that were saved, are they all from the same batch? Yes ¿ were all three syringes used on the same patient? It was never used, as soon as the contents were not aspirated, we changed the syringe. ¿ is it possible to inform: name, sex and age of the patient? But they were female ¿ was there any harm to the patient/healthcare professional? (Detail) there was none, just one that I had to apply twice ¿ was there a need for medical and/or surgical intervention due to what happened (imaging exams, surgery, medication administration, etc.)? (Detail) there was no info for sample collection received. Contact (name and telephone): is the sample contaminated? If yes, which substance? Just one of them I saved how many units available for collection? There are about 6.

Manufacturer narrative:
Investigation summary: photos received by our quality team for investigation. Through visual inspection, plunger is detached, it appears premature plunger activation occurred. Physical sample with packaging is required to further analyze and determine the root cause of incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It is important to follow the instructions for use. To open the blister packaging, take a ¿peel apart¿ sample. Each side (film and paper) must be held with one hand., holding it with both hands, with the index fingers and thumb. After holding the package, open the blister by pulling the package in opposite directions. The packaging paper and film must not be completely separated. The blister must be opened in a single movement, with moderate speed, and equal force in both hands.

Event description:
It was reported that the plunger rod of the bd solomed syringe was broken/damaged. The following information was provided by the initial reporter, translated from portuguese to english: "the syringe has a deviation in the plunger, does not absorb the medicine, air enters the syringe, and normally cannot suck. It also informs that at the time of application to a specific patient, while the material was applied, air bubbles formed and as a result there was a loss of medication. Medicines used are generica da missigina and agestona. He noticed the deviation since the beginning of the month, he informs that there is another employee who also applies medication who reported the same, but he does not know exactly how much, he believes it is around 30% of the syringes purchased, he kept the 3 syringes that presented a problem today. He decided to get in touch because today ((B)(6) 2023) the diversion occurred with 3 different syringes."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.